Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for probably a good 6 months (couldn't confirm in 2025 or 2026) they had been having issues charging their implanted neurostimulator. Patient said it would take forever to charge the implant, and they would have to keep pushing on the recharger to get it to connect or stay connected. Patient also said this morning they charged for 30 minutes, but the implant battery level only increased 10%. Patient mentioned the cord had gotten hot, but they didn't remember it getting that hot before. The issue was not resolved. A request was sent to the repair department to replace the recharger. No symptoms were reported. Patient stated they were familiar with the hcp on file; however, they were uncertain if they still managed their device.

Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.